Manufacturer narrative:
D17 is selected under imdrf cause conclusion because the concluded cause is not adequately described by any other term for the machine not having a method for avoid performing the operation on out of the validated process ranges for temperature batch record review: lot 2g00896 was manufactured on 07/18/2022, in the surgical cover dressing (scd) line with a total of (B)(4) market units. Complaint investigator performed a batch record review on 03/10/2023, to verify if all the applicable procedures were followed system application product (sap) material identification 1728533 and manufacturing order (B)(4). As result no nonconformance was identified. Photo related to the reported problem is available for evaluation. Investigation conclusion: the purpose of this root cause investigation is the identify the probable cause for the complaint generated for surgical cover dressing (scd) 3 line due to ¿open seal (malfunction) scd¿. During the batch record review process for affected lot 2g00895 manufactured in surgical cover dressing (scd), order no.1635802 and system application product (sap) code 1728501, it was identified that these batches had no deviations, nonconformities, corrections, or corrective/preventative action (CAPA) within the quality system (database). The applicable quality tests performed to these batches based on the process instructions (pi) for assembly and primary packaging - surgical cover dressing, obtained satisfactory results. All the components for assembly were correct per bill of materials (bom) and the machine parameters documented were also correct and documented in ¿anexo 1¿ of procedure instruction (pi). In addition, dimensional and seal test were performed with satisfactory results and documented in anexo 2 of procedure instruction (pi). No irregularities were found related to malfunction, nevertheless, as resulted on the section c) and d) is the probable cause of the issue since the equipment has no enabled alarms or others prevention systems for avoiding running the equipment with the validated parameters out of the process specification ranges as per procedure instruction (pi). -root cause (s). Method: the machine does not have a method for avoid performing the operation on out of the validated process ranges for temperature. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Event description:
The emdr is being submitted for five company¿s dressings from one market unit with unsealed packaging causing the product to fall out of the secondary packaging. It was reported by a representative from surgical suite to the company¿s sales representative that when they went to use the dressing, after opening the package from the end with the arrow, the dressing fell out from the opposite end due to the packaging not being heat sealed properly at the other end. The product was not used on patient. The photographs depicting the issue were obtained by company¿s sales representative and sent to company's product manager.

Manufacturer narrative:
Common device name: dressing, wound, drug . Name of the affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).